Event description:
Documents received, allege an adverse pt event while the device was in use. Allegedly, on an unspecified date and time, the pump was programmed to deliver an unspecified "pain medication." No specific programming parameters were provided. Allegedly at an unspecified time, the device did not "properly administer the correct dosage of pain medication." The pt experienced "asphyxiation and heart failure" and expired. No specific pt info or event details were provided. No further info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.